Event description:
The manufacturer received information alleging "fan not working" on a trilogy evo, eastern europe device. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo, eastern europe device at the third-party service center, a ventilator inoperative evt_mach_flow_drift_high error was discovered in the device's event log. The device's machine flow sensor was replaced to address the issue. However, when the technician started the unit, a red screen with the message "vent inop" appeared and would not clear even after multiple attempts to upgrade the system board. The device's system board was replaced to address the issue. Additionally, the device's blower has been replaced to address an evt_mcl_foc_shutdown error discovered in the event log. One of the in-line filters was replaced due to contamination. The air foam inlet filter, particulate filter and muffler were replaced due to the 4-year pm procedure. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.